Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported torn suture was not confirmed as there was no damage to the suture noted during inspection. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported needle to cuff miss, and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The returned device analysis could not confirm the reported damage/ tear to the suture as inspection of the suture noted no damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction - medical device problem code 2616 removed and 1142, 4008 added.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, per device analysis, one of the proglide devices got exposed suture but with the posterior needle tip separated and not returned with the device. The account confirmed the exposed suture and the separated posterior needle tip, however, they stated that the posterior needle tip did separate outside of the patient. The other proglide device was returned with exposed suture connected to ejected posterior needle tip, which the account confirmed to have occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following additional information was reported: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to an interventional procedure. The account confirmed that both proglides in step 3, the suture did not come out and it showed that it was cut or the needles were not connected. Another proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, per device analysis, one of the proglide devices got exposed suture but with the posterior needle tip separated and not returned with the device. The other proglide device was returned with exposed suture connected to ejected posterior needle tip. The method to achieve hemostasis was not specified. The account has not been able to confirm device analysis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.